Event description:
The customer reported that a patient developed a fever during a collection procedure on a spectra optia device. The physician at the customer site determined there was a possibility of a side effect from the fresh frozen plasma (ffp) transfusion and administered polaramine: histamine h1 receptor antagonist (d-chlorpheniramine maleate), and solu-cortef: adrenal cortical hormone (by pfizer, hydrocortisone sodium succinate). The doctor examined the patient approximately ten minutes after administering medication and the patient¿s fever subsided. The customer declined to provide patient information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a patient developed a fever during a collection procedure on a spectra optia device. The physician at the customer site determined there was a possibility of a side effect from the fresh frozen plasma (ffp) transfusion and administered polaramine: histamine h1 receptor antagonist (d-chlorpheniramine maleate), and solu-cortef: adrenal cortical hormone (by pfizer, hydrocortisone sodium succinate). The doctor examined the patient approximately ten minutes after administering medication and the patient¿s fever subsided. The customer declined to provide patient information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Among the most commonly performed procedures, the risk was higher for those involving allogeneic red cell or plasma transfusion and lower for peripheral blood progenitor cell collection. When complications are aggressively monitored and expected physiologic responses and minor reactions are included, one-third of treatments may be noted to involve side effects. In a single-center us study of 1727 procedures in 174 patients, 36% involved some "complication."47 the most common reactions were fever (7.7%), urticaria (7.4%), hypocalcemic symptoms such as facial paresthesias (7.3%), pruritus (5.8%), tachycardia (5.6%), and mild hypotension (5.6%). The number of complications and rate of complications were significantly greater in patients receiving plasma as the replacement fluid rather than 3.3% albumin. As expected, urticaria and pruritus were almost exclusively seen in patients receiving plasma. Most complications were minor and well tolerated; only 5 of the 1727 patients who were treated (0.3%) required discontinuation of therapy or transfer to a higher-acuity-care unit. Root cause: a root cause assessment was performed for the fever. The doctor determined that it was possible side effect from the ffp used as the replacement fluids during the procedure.